Event description:
Report received of an over-delivery. In the recovery room, the pump was programmed in the pca only mode to deliver an unspecified concentration of morphine, with a 2mg pca dose, and a 10-minute patient lockout. It was unspecified if a 4-hour dose limit was used. After an unspecified length of time, the patient was transferred to the floor. During the night at an unspecified time, the vial was changed. At that time, the nurse reportedly noted that there was 7ml less then expected in the vial. There were no reported adverse patient effects. Though requested, no further information was available.